Event description:
It was reported that the patient¿s generator was unable to be interrogated in (B)(6) 2014, and the patient was experiencing an increase in seizures. As a result, the patient was having to swipe the device more than usual. The treating physician¿s office suspected that the generator was at end of service condition. The patient subsequently had generator replacement surgery due to suspected end of service. The explanted generator was discarded by the hospital. Therefore, analysis is unable to be performed. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.